Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), cyst ("cysts"), swelling ("swelling") and fatigue ("fatigue"). The patient was treated with surgery (surgery to removal of essure). Essure (ess205) was removed in (B)(6). At the time of the report, the pelvic pain, depression, cyst, swelling and fatigue outcome was unknown. The reporter considered cyst, depression, fatigue, pelvic pain and swelling to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (ess205) (batch no. 12268684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia and gestational diabetes. Previously administered products included for an unreported indication: ovcon 35. Concurrent conditions included ovarian cyst, hypothyroidism, obesity, hernia, depression, anxiety, irregular menstrual cycle, back pain, ovarian cyst and abdominal pain. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), the second episode of urinary tract infection ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced depression ("depression"), cyst ("cysts"), swelling ("swelling"), abdominal pain lower ("left side lower abdominal pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (bilateral salpingectomy with unilateral oophorectomy), surgery (in 2014 underwent ablation) and surgery (cyst removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, depression, cyst, swelling, fatigue, vaginal haemorrhage, cystitis, bladder disorder, the last episode of urinary tract infection and dysmenorrhoea outcome was unknown and the abdominal pain lower and pain in extremity had resolved. The reporter considered abdominal pain lower, bladder disorder, cyst, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, pain in extremity, pelvic pain, swelling, vaginal haemorrhage, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure (ess205). The reporter commented: the essure devices were deployed with one coil bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 29-year-old female patient who had essure (ess205) (batch no. 12268684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia and gestational diabetes. Previously administered products included for an unreported indication: ovcon 35. Concurrent conditions included ovarian cyst, hypothyroidism, obesity, hernia, depression, anxiety, irregular menstrual cycle, back pain, ovarian cyst and abdominal pain. Concomitant products included oral contraceptive nos for birth control. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), the second episode of urinary tract infection ("urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced depression ("depression"), cyst ("cysts"), swelling ("swelling"), abdominal pain lower ("left side lower abdominal pain") and pain in extremity ("thigh pain"). The patient was treated with surgery (bilateral salpingectomy with unilateral oophorectomy), surgery (in 2014 underwent ablation) and surgery (cyst removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, depression, cyst, swelling, fatigue, vaginal haemorrhage, cystitis, bladder disorder, the last episode of urinary tract infection and dysmenorrhoea outcome was unknown and the abdominal pain lower and pain in extremity had resolved. The reporter considered abdominal pain lower, bladder disorder, cyst, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, pain in extremity, pelvic pain, swelling, vaginal haemorrhage, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure (ess205). The reporter commented: the essure devices were deployed with one coil bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: events: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, bladder infection, bladder problems, urinary problems or changes, dysmenorrhea (cramping), left side lower abdominal pain, thigh pain", reporter, lot number, lab data, concomitant drug added from pfs. Concomitant and historical condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.